Event description:
It was reported that this right ventricular (rv) lead was exhibiting high thresholds. It was noted that the patient is dependent with no escape rhythm and the thresholds increased higher than the set outputs. The patient experienced syncope due to the loss of capture and subsequently underwent an rv lead revision. Other than the surgical procedure and syncope, no additional adverse patient effects were reported. This rv lead was surgically abandoned.